Event description:
Patient presented to the emergency department with an infection near the stimulation lead incision site. Upon examination, the infection was suspected to be superficial. The patient was admitted for observation and was given antibiotics. Physician brought the patient into the or three days later and explanted the entire inspire system due to confirmed infection at the stimulation cuff that had progressed to the submandibular gland.